Event description:
It was reported that there was a malfunction on the customer's pump without any notable events occurring prior. There was no provided information on whether the customer¿s blood glucose level exceeded 500 mg/dl. Tandem technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump.